Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
8015 sn: (B)(4) customer stated that he changed the battery and reconditioned it. But he said he's still getting the error. And wanted pricing on the power supply board. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: 8015 sn: (B)(4) customer stated that since he replace the battery and did the reconditioning of the battery and he's still getting the error code 120.4610. The customer also said he would just change the power supply board. I give the customer the part number for the power supply board and transfer him to customer order management for pricing.